Manufacturer narrative:
Zimmer evaluated cuff and no anomaly was found. Zimmer communicated to surgeon the indication was that the ats 2000 did not malfunction nor did the cuff and that the effect of factors: excessive high pressure and long time pressure. Wrapping the poly sheet around the cuff. Using iodine solution for sterilizing site which may have flowed under cuff.

Event description:
When the cuff was unwound, the surgeon found a part of the pt's thigh skin had burn injury. Info about the device usage of the customer: the cuff pressure/total a vascularization time on this surgery: 230mmhg/128 min. The povidone-iodine was applied to the skin before the surgery as the sterilization of the operation field. Before using the cuff, this customer wrapped it with a poly sheet to prevent from its contamination.